Event description:
A marathon was usedin in a treatment of a right fronto-parietal. With the right nca opercular branched injected with oryx, while manipulating the catheter with synchro .010" wire for selection of branch, it was reported a perforation occurred. The pt experienced transient hand, leg numbness and weakness, which have since resolved completely.